Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14e021 was manufactured from may 20, 2014 to may 21, 2014. Evaluation summary: the actual device was not available; however, photographs of it were received for evaluation. Photographic inspection revealed that the yellow coil cap had separated from the housing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the cap of a large volume infusor was loose. There was no patient involvement. No additional information is available.